Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s controller had unstable power port connections. The device was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Please note that previously reported controller (B)(4) should have been reported as (B)(4). The two controllers were returned for evaluation. Failure analysis of the returned controllers revealed that the devices passed visual examination and functional testing. The results of the analysis revealed that the controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. The log files of the controllers revealed that the controllers did not contain the software maintenance release software. Analysis of data log files of both controllers revealed premature power switching due to communication errors. As a result, the reported event could not be confirmed. However, the recorded premature power switching events were most likely perceived by the patient as the reported unstable power port connection issue. A possible root cause of the reported event can be attributed to a communication error between the controllers and battery. An internal investigation has been opened to evaluate communication errors and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a second of the patient¿s controllers revealed premature power switching. The patient is a participant in the vad thoracotomy trial clinical study.

Manufacturer narrative:
Analysis of the patient's second controller revealed incidental findings. Product event summary, (B)(4): the returned controller passed visual inspection, functional checks and system running test. Review of the controller log files revealed a few cases of premature power switching. Investigation is ongoing. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 1.0 d4: model #: 1430us / catalog #: 1403us / expiration date: 2017-04-30 / serial #: (B)(4). / UDI #: (B)(4). D10: yes, return date: 2018-02-09 h3: yes h4: mfg date: 2016-04-30 h5: no h6: device code(s): c62952 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 product event summary, (B)(4): the returned controller passed visual inspection, functional checks and system running test. Review of the controller log files revealed a few cases of premature power switching. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.